Manufacturer narrative:
An event regarding loosening involving an unknown femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a consulting clinician indicated, "the primary harm involved is mechanical loosening of a distal femoral replacing tka. Early loosening of this type of prosthesis is a known complication inherent to this type of reconstruction. In this type of prosthesis bone surface for fixation is limited to the femoral shaft where a stem of the prosthesis is cemented in to place. The constrained nature of the implant as it is coupled to the tibial component through a rotating hinge. This imparts large stresses to the femoral cement/bone interface. The normal capsuloligamentous tissues which stabilize the knee and support the prosthesis were resected along with the osteosarcoma during the index. Surgery further increasing the stresses at this interface. These increased stresses coupled with decreased mechanical fixation can lead to early loosening. A medical addendum was submitted to the consulting clinician who indicated that: ¿the primary harm involved is mechanical loosening of a distal femoral replacing tka. Early loosening of this type of prosthesis is a known complication inherent to this type of reconstruction. In this type of prosthesis bone surface for fixation is limited to the femoral shaft where the stem of the prosthesis it is cemented into place. The constraint nature of the implant has this couple to the tibial component through a rotating hinge imparts large stresses to the femoral and tibial cement/ bone interfaces. The loss of normal capsuloligamentous tissues which stabilize the knee and support the prosthesis were resected along with the osteosarcoma during the index surgery. The loss of these tissues further increases the stresses at this interface. These increased stresses coupled with decreased mechanical fixation can lead to early loosening. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the provided medical records were submitted to a consulting clinician who confirmed the event and indicated that primary harm involved is mechanical loosening of a distal femoral replacing tka. Although the exact root cause could not be determined but the medical review indicated that increased stresses coupled with decreased mechanical fixation may have led to the early loosening. No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient reported: I had a total knee replacement in 2011 and this device became loose due to hardware failure, then they told me I need another total knee replacement revision so I had my 2nd total knee replacement in 2013 which was a revision of the 2011 knee replacement. Then in 2016, I needed another total knee replacement revision of the 2013. I have been in nothing but pain and suffering for 6 years now.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported: I had a total knee replacement in 2011 and this device became loose due to hardware failure, then they told me I need another total knee replacement revision so I had my 2nd total knee replacement in 2013 which was a revision of the 2011 knee replacement. Then in 2016, I needed another total knee replacement revision of the 2013. I have been in nothing but pain and suffering for 6 years now.